Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider lost pressure during a shoulder arthroplasty and would not maintain the hold/position. The procedure was completed after changing out battery two times and eventually changing out the spider attachment. There was a delay of 0-30 min in the procedure due to having to change out batteries and eventually changing out spider arm. Surgeon had to re-drape arm and spider attachment during surgery. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No accessories were included. A functional evaluation was performed. A test battery was utilized. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.